Event description:
There is no patient impact associated with this complaint. It was reported that the cartridge was not recognized during the load step.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation the force sensor was found to be out of calibration. There was evidence of contamination on the force sensor plate.

Manufacturer narrative:
Recall status report - 2531779-03/24/2010-003-r. (B)(6). There is no adverse event associated with this complaint. The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.